Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to patient calcification. Following successful implant of the valve, the nose cone of the delivery catheter system (dcs) interacted with the frame of the valve during removal of the dcs, resulting in dislodgement. Subsequently, a second valve was implanted. Per the physician, the high implant depth contributed to the valve and dcs interaction. A 1 hour procedural delay occurred as a result.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #:(B)(6) ubd: 03-jul-2027, UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device mfg date was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to patient calcification. Following successful implant of the valve, the nose cone of the delivery catheter system (dcs) interacted with the frame of the valve during removal of the dcs, resulting in dislodgement. Subsequently, a second valve was implanted. Per the physician, the high implant depth contributed to the valve and dcs interaction. A 1 hour procedural delay occurred as a result. Additional information was received that the femoral artery was used as the access site. The cuspal overlap technique was used. Per the physician, there were no procedural observations or nothing in terms of patient anatomy that contributed to the dislodgement.